Event description:
Approximately 15 minutes post implantation an interrogation was performed and the device was found in safer mode. A message was displayed stating a switch to ddd had occurred. The device remains implanted, the programmer files have been sent to the manufacturer for review.

Manufacturer narrative:
December 7, 2010. Since the device remains implanted, the files from the programmer were reviewed. The files show that the user chose to program the device parameters immediately instead of waiting for the end of the 20 minute period due to the auto implant feature on this device. The device operated as specified and there was no consequence to the patient. (B)(4). Device remains implanted.